Manufacturer narrative:
Investigation summary : a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22055376. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxplus device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055376 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxplus positive pressure connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the liquid did not drip after using a needle free connector to connect the infusion device. After replacement, the infusion was normal and did not cause any harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus positive pressure connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the liquid did not drip after using a needle free connector to connect the infusion device. After replacement, the infusion was normal and did not cause any harm to the patient.